Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 ipg (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead dislodged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.